Event description:
A customer contacted beckman coulter inc (bci) stating there was a clenz (cleaner) leak underneath the unicel dxh 800 coulter cellular analysis system. The customer was unable to locate the source of the leak. There was no contact to mucous membranes or broken skin and no one sought medical attention.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and found tubing off at check valve below amtc (air mix temperature control) module which leaked cleaner when in shutdown. Fse trimmed and reattached, verified shutdown, startup and controls. The root cause can be attributed to tubing disconnected to the check valve.